Event description:
Complainant alleged that during biomed testing, the device failed the leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is not existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed the annual preventative maintenance.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). This report was inadvertently submitted. Malfunction was observed in a non-clinical setting and faults would be detected prior to clinical use. The device was returned to zoll medical united kingdom for evaluation. The customer's report was duplicated and attributed to a pace/defib engine board. The pace/defib engine board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.